Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days and not cycling the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.